Event description:
Information received that as a patient was being lowered into a chair using a sabina mobile lift, that the weld that holds the leg support to the mast broke. The patient was almost all the way in the chair and was not injured.

Manufacturer narrative:
Replacement mast was shipped to the facility. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.